Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Neither the products, nor photographs of the issue, have been returned for investigation. At this time, with the information available, we are not able to determine the root cause of this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that the hub unwound. Further information was obtained on 06/02/2017. It was reported that the procedure was a very complex procedure with highly calcified anatomy. During the procedure, a spectranetics quick cross sheared off. After the procedure, the raabe unwound while being removed. No one at the facility can confirm if the dilator was in place for removal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.